Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead: (B)(6) 2012. 4076 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged into the right atrium. Attempts to reposition the lead failed, and the lv lead was explanted. An epicardial lv lead placement is being planned. No patient complications have been reported as a result of this event.